Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a dry acid mixer was not powering on. The biomedical technician stated the fuse on the control panel assembly was burned and wet. They replaced the fuse but the mixer did not power on. The bmt was advised to swap the control board and indicated it was a possible power board issue. Upon follow-up, the bmt stated they replaced a blown fuse and the fuse holder on the control panel to resolve the reported issue. The control panel assembly was not replaced. The machine is back in service and the faulty parts were discarded. It is confirmed there was no patient involvement with this issue, no harm or adverse events reported. It was also confirmed there was no heat damage due to the blown fuse (i.e. Melting, smoking, charring).

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a product history review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The reported event could not be confirmed.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a dry acid mixer was not powering on. The biomedical technician stated stated the fuse on the control panel assembly was burned and wet. They replaced the fuse but the mixer did not power on. The bmt was advised to swap the control board and indicated it was a possible power board issue. Upon follow-up, the bmt stated they replaced a blown fuse and the fuse holder on the control panel to resolve the reported issue. The control panel assembly was not replaced. The machine is back in service and the faulty parts were discarded. It is confirmed there was no patient involvement with this issue, no harm or adverse events reported. It was also confirmed there was no heat damage due to the blown fuse (i.e. Melting, smoking, charring).